Event description:
It was reported that after the iab was inserted and the hemostasis device advanced, blood began entering the sleeve, so the iab assembly was removed. The iab was replaced without any pt complications.